Event description:
The distributor contacted animas on (B)(6) 2013 and reported the text on the display screen was dim/faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the display screen was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.